Event description:
User attempted to pull off the cover after it was not budging and ended up cutting their hand.

Manufacturer narrative:
As part of the investigation, southmedic reviewed the design history record and found all measurements to be within specification. The ease of difficulty of use can be a subjective measure dependent on the operator. Southmedic reached out to the distributor to share instructions on how the cover can be safely removed.